Event description:
Caller states the patient tested 3.7 inr on two different coaguchek xs systems and 2.7 inr on a comparison lab. No actions were reported taken or treatment received. Caller reports that the patient is noncompliant with her medications and is on 8000 units of heparin sub q daily. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, "excessive bleeding" was encountered after the physician pulled the mesh leg through the patient's right sacrospinous ligament. It is unknown what intervention, if any, was performed by the physician to stop the bleeding, but the patient reportedly suffered no complications and is "fine" post-procedure. The procedure was reportedly not completed due to this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the first coaguchek xs suspect device used. (B)(4).